Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06961; related manufacturer reference number: 2938836-2020-06963. It was reported that the patient's leads were noted to be dislodged due to twiddler's, noted on chest x-ray. During the pre-op check, no leads were sensing or capturing. Three new leads were explanted and replaced. The patient is stable and was discharged.